Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed error and startup sequence appeared to have been corrupted. A field service engineer identified a functioning station, and its hard drive image was cloned for use on the failed station. After the image source station was reassembled, fse and the customer installed the cloned hard drive in the original failed station. Using information from the site health check, the cloned image was updated, and the station was configured in an off-line state. After configuration, the application login and data synchronization were completed successfully, and communication with the server confirmed proper login functionality with sync status showing as current. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis was not communicating. It displayed a ¿fatal error update¿ message and could not be rebooted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.